Manufacturer narrative:
The complained 011050-10 was received on 2025-01-08 at the manufacturing site and were therefore available for investigation. The investigation has been completed on 2025-01-16. During the inspection, the following was found: working electrode is broken and partial molten down. Neutral electrode is also partial molten down. As the working electrode is molten down only on one side and the other end kept the broken structure, it is most likely, that the working electrode broke and one of the ends touched the neutral electrode, creating a shortcut which led to the melt down on both electrodes. Most probable root cause: excessive use of force during application. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. There is no indication for manufacturing, material or design related failure. Additionally, the corresponding IFU 97000160 v10.5/06/2024 already contains a caution not to overload the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, part of the loop detached from one end of the stem. Suspended the procedure and terminated with other products. No harm to patient, user or third parties reported.